Manufacturer narrative:
Continuation of d11: product ID: 3777-60, lot# serial#: (B)(4); implanted: on (B)(6) 2011; explanted: on (B)(6) 2019; product type: lead; product ID: 3777-60; lot# serial#: (B)(4); implanted: on (B)(6) 2012; explanted: on (B)(6) 2019; product type: lead; product ID: neu_siliconeanchor; product type: accessory; h3: analysis of the lead (v891490028) found that the conductors 0, 2, 3, 4, 5, 6, and 7 were broken 18.5 cm from the distal end at the silicone anchor site and the proximal end insulation was consistent with metal ion oxidation (moi). Analysis of the lead (v868164014) found that all conductors were broken 20.0 cm from the distal end and the anchor site was unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the lead may have fractured while being removed; however, the root cause of the high impedances was not determined. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 05-dec-2015, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 03-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient had high impedances when last interrogated in office. The patient had a complete explant and reimplantation. The patient's lead was fractured when trying to remove through tunneling path. The patient's issues were reported to be resolved at the time of the report. No further complications were reported. No patient symptoms were reported.